Event description:
Upon receipt of the device, the user reported that the replacement of an oxygen (o2) sensor was an "out of box" failure, as the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The suspect oxygen sensor was replaced again with a new sensor. The new sensor does allow the electronic patient gas system (epgs) to calibrate.